Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable alarm was noted, and the pump could not run with the cassette. Subsequently, the cassette was changed. No adverse effects were reported.